Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that the needle punctured through the protective packaging. It was said that the protective cover on the needle disconnected. As a result, this caused injury to the right forefinger of the physician.